Event description:
During a hysteroscopic myomectomy, the dolphin unit was not operating properly according to the surgeon. The uterus was perforated with internal bleeding of the iliac vein and artery. The patient was transferred to (B) (6) where she was treated and later released with home care on (B) (6) 2009.

Manufacturer narrative:
The device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.